Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 82 mg/dl back to back with a result of 205 mg/dl when testing was performed within 10 mins on the aviva sys. Reporter stated that at a different time another comparative test of 178 mg/dl was performed back to back with results of 71 mg/dl within 10 mins on the same sys. Reporter indicated she was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.